Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited for a period of one-hour, episodes of post-paced t-wave oversensing. The patient will further be monitored. There were no patient consequences.